Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a210106 captures the reportable event of label incorrect one used. Block h10: an agile esophageal partially covered stent was received for analysis; the delivery system was not returned. The stent was visually inspected and no problems were noted. The outer diameter (od) of the stent was measured and found to be within specification. Product analysis did not confirm the reported event of label incorrect one used as the stent's measurement corresponds to the reported upn. There is no indication of what the customer reported because the stent was within specification during dimensional inspection. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on february 02, 2023 that an agile esophageal partially covered stent was to be implanted to treat a 7cm malignant stricture in the lower esophagus during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the agile esophageal stent was successfully placed inside the patient; however, it was noticed that the stent was unable to provide the needed coverage. Subsequently, the agile esophageal stent was removed with forceps and the procedure was rescheduled. Upon checking, a 10mm x 6cm agile esophageal stent was incorrectly labeled as 18mm x 12.5cm agile esophageal stent. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on february 02, 2023 that an agile esophageal partially covered stent was to be implanted to treat a 7cm malignant stricture in the lower esophagus during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the agile esophageal stent was successfully placed inside the patient; however, it was noticed that the stent was unable to provide the needed coverage. Subsequently, the agile esophageal stent was removed with forceps and the procedure was rescheduled. Upon checking, it was noticed that the 10mm x 6cm agile esophageal stent was incorrectly labeled as 18mm x 12.5cm agile esophageal stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Imdrf device code a210106 captures the reportable event of label incorrect one used.